Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) sensor paired with the dexcom app but failed to pair with the ilet, resulting in intermittent communication between the cgm and pump, and the issue resolved after the user reentered the pairing code and waited, with no effect on glucose readings; the problem pertained to interoperability and involved the antenna and electrical/magnetic components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure, associated with the antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.